Manufacturer narrative:
Investigation is complete to date. Should additional information become available this his event will be updated.

Event description:
Boston scientific received information at a pre-op check for this patient who was to undergo an abdominal surgery, upon reviewing an x-ray a physician reported a separation in the coils of this defibrillation lead. This was alleged as a potential lead fracture. The proximal coil was located close to the clavicle. All lead measurements were stable and no adverse patient effects were reported. Defibrillation threshold testing was done with impedances of 48 and 49 ohms. The physician has elected to proceed with normal follow-ups with this patient.